Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's mother stated the patient had a seizure. She called emergency medical technician's (emt) and the patient was transported to the hospital around 11:00am. The patient's bg was taken and it was 16 mg/dl while the cgm was displaying 50 mg/dl. The patient was unconscious upon arrival at the hospital and was treated with an IV glucose drip. Afterwards, the patient had an MRI to check for brain damage. The patient as monitored and discharged from the hospital around 3:00pm. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.